Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle units were found worn. Preventive maintenance was due so the maintenance kit 5000 hours, which includes nozzle units and different filters, was installed. The ventilator then passed all functional and safety tests and was cleared for clinical use. No replaced parts was returned for investigation. No ventilator logs were available. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient and must be replaced during preventive maintenance, which is approximately every 12 months/ 5000 hours of operation. The root cause of the failed o2 sensor test during pre-use check has not been conclusively determined, but the worn nozzle units was most likely contributing to the event.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).